Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Tested 7pcs retention samples of thread function, all results passed. Clog test was conducted on 7pcs retention samples. No failure was found. No actual defect parts retuned for further investigation, so a comprehensive evaluation and investigation cannot be concluded at the moment.

Event description:
It was reported that 8 pn relion 31g x 8mm 3b tw were unable to deliver insulin, and would not function. The product defects resulted in the patient experiencing hyperglycemia with a reported blood glucose level of 558, (no units provided). It has not been specified whether medical intervention was administered. The following information was provided by the initial reporter: consumer reported when using the past 8 pen needles from this box, feels air went into the insulin pen. Consumer reported when injecting, the pen dose button went down to 0 but insulin did not come out of the needle. Consumer reported insulin came out during flow check but not during injection her glucose reading was 558 during the night. Using the levimer flex pen. She feels issue is with the needle.